Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery following the load process. It was also reported that the pump battery gauge depleted from 100% to 10% in two days. The customer reported an elevated blood glucose (bg) level of 297 (mg/dl); however, the customer attributed their elevated bg to not delivered a large enough bolus for breakfast. A bolus was delivered to address bg levels. It was indicated that insulin pens would be used for diabetes management.